Event description:
Type of procedure: lap cholecystectomy + ioc event description: 1st item had more clips discharging at once. Clips not closing properly, clip applier does not fit through 5mm port - preventing control of bleeding in an emergency. The user resolved the situation by opening a 2nd clip applier. 09.07.2024 additional information received from [name], territory manager via email: it was reported that there was patient injury associated with complaint event which suggests that it could be a reportable to tga. Could you please provide us an update with the status of the patient? Patient lost around 1 vial of blood which dr. [Name] confirmed would not impact patient long term. Dr. [Name] did mention patient had unusual anatomy- malrotation. What action was being performed when the event occurred? Introducing clip applier via [competitor's] 8mm trocar into epigastric port site was there any clinical impact to the patient as a result of the event? No what other instruments were used when the complaint event occurred? Dr [name] uses [competitor's] excel ports- I think it is important to highlight that he routinely uses all 5mm of [competitor's] ports aside from his epigastric port site where he uses an 8mm [competitor's] trocar to allow our epix universal clip applier to be introduced. On this occasion due to patient anatomy and a stone obstructing him from reaching cystic duct via the epigastric port site, he had to change his port location. As mentioned all other ports are 5mm, and the team had no other 8mm ports in theatre ¿ with a new nurse in theatre. Dr [name]'s patient was experiencing bleeding- from an unusual vessel due to malrotation, however his frustration from trying to stem the bleeding, whilst the team looked for an 8mm trocar and removing a 5mm trocar already in situ and extending incision to accommodate an 8mm port to facilitate re-entry of our clip applier caused an increasing amount of stress. Feedback one of the frustrations dr. [Name] experiences around our 5mm clip applier is that it only fits down a kii 5mm trocar or bigger, restricting his instrument choices and doesn¿t allow interchangeable use during procedure. - as he prefers [competitor's] ports. Dr. [Name]'s feedback to me was that our clips never align when closing, which in his opinion can be potentially harmful to anatomy close by ¿ such as liver. Dr. [Name] does not feel the clip applier is a safe device, he explained he has fed this back to his tm at the time over the past 10 years, and he has found no significant improvements- even post recall and re-launch. The [competitor's] 5mm clip applier is not a cost-effective solution for the hospital, however patient safety cannot be compromised. I can confirm in the event the patient has a larger cystic duct the team routinely use endoloop. Dr. [Name] is applied medical friendly, he supports what we have done in the market in regards to driving down asp and appreciates an open market. Dr. [Name] mentioned he would go as far as to trial an updated and enhanced version of our clip applier that universally fits down all 5mm trocars. 10.07.2024 additional information requested & received from [name], territory manager via email: q: for (B)(4) can we please request the following additional information so we can tell whether they are experiencing clips scissoring or clip misalignment: by ¿clips never align when closing¿, do the clips not align properly as in photo a or b? Response: he actually drew a diagram for me which resembles picture a, not b demonstrating challenges with clip closure. Patient status: temporary bleeding. Intervention: 2nd clip applier was opened.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: lap cholecystectomy + ioc. Event description: 1st item had more clips discharging at once. Clips not closing properly, clip applier does not fit through 5mm port - preventing control of bleeding in an emergency. The user resolved the situation by opening a 2nd clip applier. 09.07.2024 additional information received from [name], territory manager via email: it was reported that there was patient injury associated with complaint event which suggests that it could be a reportable to tga. Could you please provide us an update with the status of the patient? Patient lost around 1 vial of blood which dr. [Name] confirmed would not impact patient long term. Dr. [Name] did mention patient had unusual anatomy- malrotation. What action was being performed when the event occurred? Introducing clip applier via [competitor's] 8mm trocar into epigastric port site was there any clinical impact to the patient as a result of the event? No what other instruments were used when the complaint event occurred? Dr [name] uses [competitor's] excel ports- I think it is important to highlight that he routinely uses all 5mm of [competitor's] ports aside from his epigastric port site where he uses an 8mm [competitor's] trocar to allow our epix universal clip applier to be introduced. On this occasion due to patient anatomy and a stone obstructing him from reaching cystic duct via the epigastric port site, he had to change his port location. As mentioned, all other ports are 5mm, and the team had no other 8mm ports in theatre ¿ with a new nurse in theatre. Dr [name]'s patient was experiencing bleeding- from an unusual vessel due to malrotation, however his frustration from trying to stem the bleeding, whilst the team looked for an 8mm trocar and removing a 5mm trocar already in situ and extending incision to accommodate an 8mm port to facilitate re-entry of our clip applier caused an increasing amount of stress. Feedback: one of the frustrations dr. [Name] experiences around our 5mm clip applier is that it only fits down a kii 5mm trocar or bigger, restricting his instrument choices and doesn¿t allow interchangeable use during procedure. - as he prefers [competitor's] ports. Dr. [Name]'s feedback to me was that our clips never align when closing, which in his opinion can be potentially harmful to anatomy close by ¿ such as liver. Dr. [Name] does not feel the clip applier is a safe device, he explained he has fed this back to his tm at the time over the past 10 years, and he has found no significant improvements- even post recall and re-launch. The [competitor's] 5mm clip applier is not a cost-effective solution for the hospital, however patient safety cannot be compromised. I can confirm in the event the patient has a larger cystic duct the team routinely use endoloop. Dr. [Name] is applied medical friendly; he supports what we have done in the market in regard to driving down asp and appreciates an open market. Dr. [Name] mentioned he would go as far as to trial an updated and enhanced version of our clip applier that universally fits down all 5mm trocars. 10.07.2024 additional information requested & received from [name], territory manager via email: q: for (B)(4) can we please request the following additional information so we can tell whether they are experiencing clips scissoring or clip misalignment: by ¿clips never align when closing¿, do the clips not align properly as in photo a or b? Response: he actually drew a diagram for me which resembles picture a, not b demonstrating challenges with clip closure. Based on images provided to the account, the clips appear to have scissored. Patient status: no clinical impact as a result of this event. Intervention: 2nd clip applier was opened.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the customer experience of the clips not closing properly. The distal end of the closure member and the jaws were observed to be damaged. There were no observations identified during functional testing regarding the event of resistance during insertion, as no resistance was observed during insertion through a trocar. Based on the condition of the returned unit, it is likely that the reported event of the clip not closing properly was caused by the damage to the distal end of the closure member which happened during the manufacturing process at the vendor facility. Additionally, it is likely that the reported event was also caused by the damage to the jaws which occurred after manufacturing. Applied medical has reviewed the details surrounding the customer¿s experience of resistance during insertion through a trocar and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Corrections: b5. Added missing sentence at end of description d4. Expiration date.